Event description:
The user facility reported a 68 year-old male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that the purge side arm tubing broke when the patient got the tubing tangled up trying to ride a stationary bicycle. The pump was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm break has been completed. The device was not returned for evaluation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge sidearm break was related to excessive force applied to the sidearm by the patient. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.